Manufacturer narrative:
(B)(4). The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient came to the emergency room as the device had inappropriately delivered anti-tachycardia therapy (atp) and defibrillation therapy for supra-ventricular tachycardia (svt). All therapy was exhausted and the last shock at 41j converted the arrhythmia. Per physician request, the device was programmed to discriminate with onset/stability instead of rhythmic. No adverse patient effects were reported.